Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, large cystocele and rectocele; concurrent procedure-repair of cystocele and rectocele. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence and bleeding. It was reported that the patient underwent excision of mesh on (B)(6) 2006, along with ureterolysis & repair of anterior vaginal mucosa due to exposure of mesh. It was reported that the patient underwent cystoscopy, r. Retrograde pyelogram, r. Ureteroscopy, candela laser lithotripsy and placement of right double-j stent on (B)(6) 2006 and (B)(6) 2007. It was reported that the patient underwent r. Extracorporeal shove wave lithotripsy, cystoscopy and removal of double-j stent on (B)(6) 2007. It was reported that the patient underwent excision of mesh on (B)(6) 2009 due to anterior & posterior vaginal wall mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.